Event description:
It was reported to philips the therapy delivery test failed during operational test. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the field service engineer replaced the device's therapy capacitor and the device was successfully returned to service. The part was not returned for additional investigation. Based on the information available, the cause of the reported problem was a component failure. The faulty component was replaced and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer's device was successfully repaired and returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.